Event description:
The surgeon inserted an aq2003v silicone three piece lens and the haptic was torn during insertion. Further info has been requested but none has been forthcoming.

Manufacturer narrative:
H6: evaluation results; visual inspection of the returned product showed that part of the optic and a haptic had been turn off and was missing. There was evidence of both a reddish and a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the initial complaint and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.